Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as (B)(6).

Event description:
The customer stated they had unexplained high results for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module. The laboratory received calls from clinicians who were questioning results that were reported outside of the laboratory on the morning of (B)(6) 2016 between 6:01:14 a.m. And 6:01:55 a.m.. The customer mentioned this issue occurred previously during the summer, but no details were provided regarding the previous event. The customer provided data for a total of 51 patient samples that were questioned. Of these, 18 had erroneous sodium results that were reported outside of the laboratory. Refer to the attachment for all patient data. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The customer re-calibrated the test and ran controls. Controls recovered within limits. The electrodes were changed. A field service engineer checked the analyzer and did not find any issues with the analyzer. A specific root cause could not be determined based on the information provided. Additional information required for the investigation was requested but not provided. The pattern of the results does not indicate a preanalytical issue. A possible root cause is contamination of the probes or mixing vessel.